Event description:
A bivad (both left and right ventricular assist) patient was implanted with incorrect (black) collect nuts on the ventricular cannulae of both vads. In order to secure the collect nut assembly, the surgeon added shim material between the ventricular cannula and the collets of both vads. The connection is repored to be sercure with a no slippage. Per the thoratec vad system directions for use warning, the ventricular cannula is to be used with the white collect nuts. The surgon confirmed that this was a user error issue and that the appropriate staff members would be re-trained.